Event description:
It was reported that the patient with this implantable neurostimulator and tined lead began to experiencing pain in their left buttock. The patient denied any falls but did mention they had used a massaging device on their lower back. The patient shut the device off, and the pain went away immediately. An x-ray was ordered by the physician and showed that the patient's lead had migrated deeper. The plan is to try and reprogram around it by using fewer deep electrodes. The patient turned down their system, and the patient was feeling stimulation comfortably in their vaginal area. The patient's system was evaluated and there were no red impedance issues. The patient had a lead revision due to stimulation causing pain. The patient's lead was moved to the right side, and the same implant battery and pocket were kept as is. There were no other issues or complications reported.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block d10: model number# 5101 serial number# (B)(6) model: neurostimulator unique identifier (UDI) #: (B)(4) block g4: premarket / 510(k) # - additional premarket/510(k) p190006.